Event description:
During a pta to the left superficial femoral artery, the balloon ruptured on its first inflation at an unk pressure. An anterograde approach was used from the left femoral to the target lesion. There was moderate calcification, mild vessel tortuosity and 90% stenosis. There was no report of any adverse consequences to the pt. Another balloon (brand unk) was used to successfully complete the procedure.